Event description:
As reported by the user facility; two or more incidents in which filter has cracked/split during administration of taxol, resulting in leakage of chemo drug. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and will not be returned for evaluation. It appears the incidents occur more consistently with one nurse. The b.braun sales rep is going to bring in alternative products to try that may better suit the facility's' application. No further information was available.

Manufacturer narrative:
The actual devices in the incidents were discarded and not made available to the manufacturer to be evaluated. Without the samples, a thorough evaluation could not be performed. No specific conclusions can be drawn.